Manufacturer narrative:
Corrected h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the delivery system tether lock housing leaks. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The analyst noted during flush test, the water was exist at the proximal end of the tether tube. Dis-assembly the handle and confirm that there was leak in tether lock housing and that caused the water to exist at the proximal end of the tether tube. The tether torn could cause the tether stick in catheter and that may cause the device was not mating/seating well with the capture cone during the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively that the leadless implantable pulse generator (ipg) was not mating/seating well with the capture cone of the delivery system. It was also reported that the delivery system was unable to maintain flush. The leadless ipg and delivery system were opened not used and replaced. No patient complications have been reported as a result of this event. It was further reported that the leadless ipg delivery system was returned and tested out of specification.